Event description:
Patient reported the cause as normal wear and tear. Noticed not feeling the stimulation when they moved. They could feel when it needed charged. Patient was told it would need to be replaced after 7/8 years. Pt states she is changing pain doctors and they cannot see pt until (B)(6). Pt states she wants a rep to come to another appt to check the device. Pt mentioned in the call that she has never gotten a programmer ever since implant. Pt states she has always had someone adjust and make changes at the office for her device. Pt states she is charging daily as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. It was reported that in the last 6 months or maybe the last year the patient had to charge their implant every 3 days otherwise the patient would get lethargic and nauseated. When they first moved in to take care of the patient they only had to recharge the ins once a month then it was every 3 weeks then every 15 days and now every in the last 4 months it was every days. The patient was redirected to their healthcare provider to further address the issue. Patient service provided caller nas phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.